Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 05oct2017, which appeared visually negative for the testing on the galileo echo. An immucor field service engineer (fse) visited the customer site on 09oct2017 to assess the testing instrument used. The fse subsequently replaced the probe due to discoloration in the probe lines, replaced the probe rinse tube due to contamination, replaced the waste bottle cap, replaced the fluidics to main tubing, replaced the washer manifold and also adjusted the camera color setting. After this work, the fse deemed the instrument to be operating as expected.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2017, which led to a transfusion reaction.